Event description:
It was reported that the right ventricular (rv) lead dislodged and had "bad values" for threshold. The rv lead was repositioned, but during that procedure the physician could not reinsert the lead due to a device port issue. The device was explanted and replaced, and the rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.